Event description:
Customer's wife reported that customer was hospitalized for diabetic ketoacidosis. Customer's wife stated that the pump the pump was shut off when the incident occured. Troubleshooting was not performed due to not having the pump at the time of call.